Manufacturer narrative:
Initial.

Event description:
It was reported that the user unintentionally initiated the fill tubing function while connected to the infusion set, resulting in an unintended delivery of 2.6 units of insulin through the tubing. Symptoms included a decline in blood glucose that was monitored with access to oral carbohydrates, with stabilization reported at 110 mg/dl. Outcomes included no hospitalization, no emergency treatment, and no device alerts or alarms, with troubleshooting and education completed. Investigation included user interview and case review focused on use error during navigation and activation of the fill feature while connected. Investigation of this case revealed user error related to inadvertent activation of the fill function while the infusion set was in place, consistent with known use-related risk, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.